Event description:
It was reported that the device was explanted approx after implant duration of 108 months, due to chronic mitral regurgitation. The following was also noted, "increasing mitral regurgitation class IV chf, s/p mitral ring annuloplasty". Info learned per response from the surgeon.

Manufacturer narrative:
Device not returned.